Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the gripper line was difficult to remove and separated, which has the potential to cause or contribute to adverse patient effects if a portion of the gripper line were to remain in the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was positioned without reported issue and the clip was deployed without reported issue. Resistance was felt during removal of the gripper line and the gripper line separated. After removal of the cds, the gripper line was successfully removed by hand without intervention. The procedure was completed successfully, with mr reduced to 1-2, and no adverse patient effects, or clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported difficult to remove gripper line and subsequent gripper line break were confirmed via returned device analysis. The gripper line break was attributed to the difficulty to remove gripper line; however, a definitive cause for the observed inability to remove gripper line could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.